Event description:
It was reported that during a carotid artery stenting treatment procedure, the nexstent failed to cover the entire lesion. The lesion being treated was a 90% stenosed, 6.0mm x 15mm long portion of a bifurcated carotid artery. The lesion was very heavily calcified. The physician predilated the lesion with a 4.0x30mm sterling balloon. The physician deployed the first nexstent stent successfully but fell short of the lesion. The physician felt that movement on the part of the patient during deployment or pressure from the sheath due to a type 2 arch may have resulted in the sub optimal stent placement. The lesion was post dilated with a series of maverick balloons in sizes of 3x15; 4x15; and 5x15 due to difficulty in crossing the end of the stent. Despite this post dilatation process, the 2nd nexstent would not cross the remaining calcified lesion at the bifurcation and the 2nd stent delivery system with the stent intact was removed. The patient was discharged the next day and is stated to be "doing fine".

Manufacturer narrative:
The complainant indicated that the device will not be returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.